Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited an increase in shock impedance measurements, measuring around 106 ohms on the right ventricular (rv) channel. Upon review of the latitude report, the impedances were ranging from 96 to 106 ohms and are within the normal range. Additional information received indicated that the pacing impedances were high, out of range measuring at 2847 ohms on the left ventricular (lv) lead. Technical services (ts) recommended to consider an x-ray of the device and lead system for any visible problems or movement. This device remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).